Event description:
It was reported to medtronic neurosurgery that the valve was found to leak when preimplantation testing was performed.

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, preimplantation, and pressure-flow testing. However, it did not meet the requirements for reflux and leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.